Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. And was able to duplicate the reported issue. The stm reviewed the iabp log files and confirmed the reported fault codes and found that fault code#53 was generated at the time the iabp reportedly shutdown, and noted that the iabp unit had shutdown within 45 minutes of service. As per the service manual for fault code#53, the stm replaced the front end board. Subsequently, the stm adjusted and tested the transducers then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a "system failure" error message, and generated fault code #53, fault code #45, and fault code #43. It was later reported that the iabp unit had shutdown within 45 minutes of service. There was no patient harm and no adverse event reported.